Manufacturer narrative:
Patient dob, gender, and weight not provided by reporter. Report is for an unknown prodisc-c implant. UDI # unknown part number, UDI is unavailable. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a clinical (B)(6) study patient reported reflex and sensory possibly related to already reported adverse event of neck pain with bilateral shoulder tingling down left arm into hands. This report is for an unknown prodisc-c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information to suggest a clear association between the reported events and the device. The reported event occurred more than seven years after implantation with prodisc-c. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information to suggest a clear association between the reported events and the device. The reported event occurred more than seven years after implantation with prodisc-c. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician.